Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was playing outside in 89 degrees fahrenheit and subsequently, multiple temperature alarms occurred. Reportedly, the alarms continued to occur. There was no reported impact to the customer's blood glucose level. The customer reverted to insulin pens for insulin therapy.